Event description:
A reef hp balloon catheter was used in a pta procedure involving the arteriovenous fistula with diffuse calcification. During the procedure, the balloon was inflated three times. The physician reported resistance when trying to remove the catheter through the sheath. While removing, the balloon shaft became detached from the catheter and remained on the guidewire. A surgical procedure was required to remove the detached piece from the vessel. The pt had no further complications or issues.

Manufacturer narrative:
The device was returned from the hospital and the evaluation indicates the distal portion of the shaft was broken and the balloon had a radial burst. The marker tube and a marker, which is a part of the assembly under the balloon was not returned. Based upon the description of the event, and the evaluation of the returned catheter, the event is likely attributable to the critical diffuse calcification observed at the lesion and the resistance upon removing the balloon through the sheath. The reef hp "instructions for use" include warnings, precautions and other procedural statements regarding the use of the device with calcified lesions and the insertion and removal of the catheter in the vessel when resistance is encountered.